Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The explanted device will not be return as it was disposed of per facility policy. No device malfunction was suspected.